Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with motion sensor test failure alarm. The customer's blood glucose level at the time of incident was 82mg/dl. Troubleshoot was conducted and the displacement test was performed. The test was found to have failed. The customer was advised the pump would have to be replaced and returned for analysis. The pump is not being replaced due to customer having just upgraded to a new pump. The customer was advised to set up their new pump and get setting from pump to continue therapy. No further assistance provided.